Event description:
Related manufacturer reference number: 2017865-2022-45663. It was reported that the patient presented for a replacement procedure. Upon connecting the leads to a new implantable cardioverter defibrillator - ICD, it was noted that the right ventricular - rv lead exhibited crosstalk. The rv lead was partially capped and replaced (B)(6) 2022. Upon connecting the new rv lead, the ICD continued to exhibit crosstalk. Upon reimplanting the ICD, it was found that crosstalk discontinued.